Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported to a company representative that there was an issue with the tubing and the aspiration did not work anymore during a cataract procedure. The product was replaced with another and the procedure was replaced with another one. There was no impact to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date. This is one of two reports from this facility.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).